Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked select button keypad overlay and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s wife reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 576 mg/dl at the time of the incident. Current blood glucose levels were over 563 mg/dl. Customer gave a shopt and the value went down to 500 mg/dl. The customer was treated with manual injection and insulin pump. Customer stated that the auto mode feature was not active at time of high blood glucose event. The device will be returned for analysis.